Event description:
It was reported by the field clinical specialist (fcs), that approximately 2 years, 2 months, 10 days post transeptal transcatheter mitral valve replacement (tmvr) procedure with a 26mm sapien 3 ultra valve, the patient presented with dyspnea upon exertion due to leaflet pinwheeling. The patient's peak mitral valve gradient is 22 mmhg with a calculated mva was 1.5 cm2. Patient underwent a successful tmvr vinvinring with a 23mm sapien 3 ultra resilia valve. Per medical record review, the patient presented to cardiology with shortness of breath and echo showed leaflet pinwheeling. Surgical treatment is not a viable option and a complex valve in valve (viv) is the likely treatment option.

Manufacturer narrative:
D4: primary unique device identification (UDI) number: (B)(4). The manufacturer's investigation is ongoing, and a follow-up report will be submitted when the investigation is complete.